Manufacturer narrative:
The suspect computer was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. Initial power on successfully posts, and boots to login screen, applications launch and navigate normally. Hdd reports one bad sector that has been reallocated. No ram errors reported. System pass phd and all applicable testing. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement computer shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported their navigation system intermittently becomes unresponsive at boot-up. A re-boot of the navigation system restores normal function. This occurred during preparation for a surgery. There was no patient present when this issue was identified.